Event description:
Report from literature describing pt implanted with drug infusion pump for relief of malignant pain, receiving initial dose of 1 mg/day of morphine which escalated to dose of 25 mg/day within 7 months. Approximately 6 months after implant, pt began experiencing severe upper abdominal pain along with numbness and decreasing sensation in her right leg. Ensuing work-up revealed extra-axial enhancing mass on computerized axial tomography scan of thoracic region involving distal intrathecal catheter. Catheter was initially repositioned in attempt to relieve pt's pain, which was unsuccessful. Subsequent radiologic studies showed new mass at repositioned catheter site. Second operation was performed, removing intrathecal catheter without difficulty. Mass was not biopsied or directly observed. Cerebro spinal fluid and catheter cultures were negative, as were gram stains. Pt's post-op records were not available, and pt was lost to follow-up.